Event description:
The customer reported approximately two (2) drops of clear fluid leaked on the sample tube stopper after sample piercing involving coulter act diff 2 analyzer. The fluid was contained within the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered cut tubing on the wash block and replaced the tubing to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).